Event description:
The customer reports: "guide wire held inside the needle."

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided a video for evaluation. The video displayed difficulty inserting a guide wire into an introducer needle. Multiple kinks were detected on the guide wire body. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of guide wire/needle resistance was confirmed by visual examination of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Video provided by customer. Video shows kinked guide wire and resistance with inserting into needle.

Event description:
The customer reports: "guide wire held inside the needle"